Event description:
Ous MDR - it was reported that after over 7 years of implantation, a lead pacing impedance warning of less than 200 ohms was received. The impedance returned to normal afterwards. Threshold and sensing remained unchanged. Several days later, another homemonitornig warning was received for aborted shock. The interrogation of the device showed noise. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 28 months and 16 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was analyzed. During the analysis of the available iegms, noise was observed in the rv channel. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. In addition a dedicated test of the impedance measurement function was performed, the results were normal and as expected. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD is proved to fully functional. There was no indication of a material or manufacturing problem.